Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the physician had difficulty disengaging the setscrew of the lead from the device header. It was noted that the setscrews were stripped, but the lead was eventually pulled out. The device was explanted and replaced and the procedure was completed. The patient was stable after the procedure and reported no symptoms prior.

Manufacturer narrative:
The reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the df4 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.